Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50 x 38mm synergy drug-eluting stent was advanced for treatment. However, during insertion, the shaft broke at about 10-15cm back from the stent, near the monorail exit port. The device was pulled from the patient's body and the procedure was completed with another of same device. There were no patient complications reported.